Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced usm to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported universal surgical manipulator (usm) 3 drifts when customer clutch usm 3, and the usm flops down. Tse recommended customer hard power cycle the system, but customer was continuing with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon's head in the surgeon side console (ssc). The issue occurred white the surgeon was manipulating multiple instruments. The failure was not related to and inability of move the instruments at all. The instruments were used. The movements of the surgeon scale did move appropriately to the instrument. The instruments did move in the intended direction. There were no shakiness or friction observed in the instruments. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent, and no action taken to remove error message. The issue was not resolved during the procedure. The surgeon did not disable or discontinue use of the arm, and the procedure was completed using all 4 arms. There was no injury to patient but a near miss to first assistant's face when arm swung wildly when the arm clutch button was pressed. The device inspected prior to use. Device was visually inspected and manipulated using the port clutch button with nothing noted out of the ordinary.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) for failure analysis investigation. The unit was analyzed and was tested on an in-house system where it passed normal mode but was observed to be drifting. The unit drifted along the yaw axis when the clutch was engaged and at certain pitch angles. Recoverable sensor errors 23000 and 23137 were also triggered, pointing to the yaw. The unit was also tested on an in-house testing platform and it failed sensors check and sine cycle with errors pointing to the yaw. A gold yaw searchlight assembly was installed, and the unit was no longer drifting on system tests.

Event description:
Refer to h10/h11 for follow-up information.